Manufacturer narrative:
A device history record review could not be performed as the lot number is not known. A historical data review on the part number has demonstrated no capas or non-conformances related to the complaint event. There are 2 additional complaints reported for this part number within 24 months for non-related complaint events. As per the physician's statement on the complaint description, he did not believe there was any indication that the implant caused the infection. The device was removed, and cleaning was performed as a mitigation to the infection. Since the device is not returned and there is no further information on this event, a root cause is indeterminate.

Event description:
It was reported that this was plif (l3 to l4) for the lumbar spine on (B)(6) 2022. The surgery was completed successfully without any surgical delay. After the surgery, the patient was infected. On (B)(6) 2022, the cage was removed, and cleansing was performed. According to the surgeon, the infection was not caused by the implant. No further information is available. This complaint involves two(2) devices.

Manufacturer narrative:
A device history record review could not be performed as the lot number is not known. A historical data review on the part number has demonstrated no capas or non-conformances related to the complaint event. There are 2 additional complaints reported for this part number within 24 months for non-related complaint events. As per the physician's statement on the complaint description, he did not believe there was any indication that the implant caused the infection. The device was removed, and cleaning was performed as a mitigation to the infection. Since the device is not returned and there is no further information on this event, a root cause is indeterminate. Follow up submitted for a correction for initial and 30 days as it was originally submitted with a typo as 5 days and 30 days by error.

Event description:
It was reported that this was plif (l3 to l4) for the lumbar spine on (B)(6) 2022. The surgery was completed successfully without any surgical delay. After the surgery, the patient was infected. On (B)(6) 2022, the cage was removed, and cleansing was performed. According to the surgeon, the infection was not caused by the implant. No further information is available. This complaint involves two(2) devices.